Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the radial jaw 3 single-use biopsy forceps was unable to obtain biopsy samples. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; bent jaw and would not close.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the device exhibited a bent jaw. The pull wires of the device were intact and were not broken. Additionally, no abnormalities were noted with the device riveting and welding which were within design specifications. Functionally the device jaws would open but would not close normally considering the jaw was bent. Complaint confirmed since the returned sample presented one jaw bent, therefore the tissue could not be picked up. Based on all gathered information the most probable root cause is: undeterminable; since there is not enough evidence to determine the root cause of the failure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)